Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during bench analysis, it was discovered that the display is very dim on the top portion of the display as if the back lights ware not working correctly. As this emergent issue was discovered while the device was at a bench repair facility, there was no patient involvement at the time of the event, therefore no patient or user health consequences or impact occurred.